Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sleep study on tuesday and their legs were on fire and they were bright red and hot, and they were in the worst pain they had ever had. The patient stated that one belt went right over the top of the ins. It was noted that the device was off, but the nurse was very concerned for the patient and this was a sudden change. The patient also stated that they had developed neuralgia. No further complications were reported.